Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. No faults found with the pump, worked good and passed all functional tests. The dso (downstream occlusion sensor) was replaced as a preventative measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating a smiths medical cadd solis vip pump failed occlusion test. No adverse effects were reported.